Event description:
It was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed that chiller temperature (t4) took a long time to hit 10c upon power up. They verified the water in the chiller tank and discussed this was indicative of a chiller failure. They stated that would provide a quote for chiller repair with a loaner. Per review of wo on 27apr2023, chiller not cooling efficiently. Per follow up information received via email on 31may2023, it was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error).

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to failed chiller unit due to the hgbv sticking. The device was evaluated and the reported issue was confirmed. A test mixing pump was used during decontamination to cool, however there were no issues with the mixing pump as the reported issue was due to the hgbv sticking. Replaced the chiller unit s/n (B)(6) with new s/n (B)(6). Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A labeling review is not required because labeling could not have prevented this reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error). A check of the diagnostics showed that chiller temperature (t4) took a long time to hit 10c upon power up. They verified the water in the chiller tank and discussed this was indicative of a chiller failure. They stated that would provide a quote for chiller repair with a loaner. Per review of wo on (B)(6) 2023, chiller not cooling efficiently.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.